Event description:
It was reported the stimulator was not working for the patient. It was noted the patient met with a manufacturing representative a few months ago and was told that some of the wires for their pain stimulator were bent or broken and not helping. It was further noted the patient had an x-ray to check the leads. It was noted the patient had been scheduled for the thursday following this report to have the pain stimulator removed. The reporter stated they had not used or recharged the stimulator. It was noted the patient¿s healthcare provider wanted the patient to have an MRI of their back. Information omitted, see related pe# (B)(4). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).